Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a safety needle. The customer reports that a needle broke during insertion into a vaccine vial.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.